Event description:
It was reported to tyco healthcare/kendall on 07/20/2006 that the patient disconnected the system on the connection suction/thoraxdrainage - tube. The patient discconected the system between the watertrap and the second 5-in-1 connector and connected the pari-tube directly to the watertrap. He connected the oxygen tube instead of the suction tube with the thoraxdrainage-tube. The tube from the watertrap was so expanded from the 5-in-1 connector, that the pari-tube fits without big effort. Patient expired.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded. No samples will be returned for investigation. This report is being filed with the FDA because the kendall connector involved in the tubing set was involved in the incident. This did not cause or contribute to the death of the patient.